Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that there was a small hole at the arterial and venous lines bifurcation area.